Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while the physician was using the device, the jaw broke off the instrument. Both pieces of the instrument were removed from the patient and removed from the surgical field.